Event description:
Customer reported to beckman coulter, inc. (Bec) that she changed the cl (chloride) electrode tip on the synchron lx 20 clinical chemistry system because the span was less than 2000. Customer indicated that upon completing the cl electrode replacement procedure, she attempted to calibrate but calibration failed for all ion selective electrolytes. Customer reported that she found line 24 had disconnected from the eic (electrolyte injection cup). Customer indicated that she reconnected line 24 and primed, and the eic overflowed. Bec customer technical support (cts) troubleshot the issue with the customer via the telephone. Cts instructed the customer to determine if the eic valve plug was fully inserted. Customer indicated the valve lug was not seated in the receptacle of the eic valve harness. Customer indicated she reseated the connector and ensured that the connector was secure. Cts instructed the customer to verify resolution by priming the electrolyte buffer, then all the ion selective electrolytes. Customer confirmed to cts that no further leakage occurred after the repair. Cts instructed the customer to clean and rinse the spilled area on the eic and discard materials appropriately. Cts instructed the customer to calibrate, run quality control (qc) samples and perform a 10 replicate precision runs on each level of qc to verify performance. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).